Manufacturer narrative:
Investigation summary: bd received four (4) photos from the customer in support of this complaint. The photos show the hemogard closure assembly is missing and the stopper appears to be cocked in the hemogard closure. The photos do not show closure separation. Five (5) retention samples were draw tested with all weights being within specification limits. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Five (5) retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode for stopper cocked based on the photograph provided, however, r&d retained samples test results were satisfactory for the indicated failure mode closure separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® c&s boric acid kit sodium borate/formate the customer are having with stopper difficult to remove. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: problem with borate tube plugs 364944. The inocula on the kiestra platform is having problems catching the tube cap. We have encountered this problem on about ten tubes since the end of last week. The cap and the cap seal are the problem.

Event description:
It was reported when using the bd vacutainer® c&s boric acid kit sodium borate/formate the customer are having with stopper difficult to remove. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: problem with borate tube plugs 364944. The inoqula on the kiestra platform is having problems catching the tube cap. We have encountered this problem on about ten tubes since the end of last week. The cap and the cap seal are the problem.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.